Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 25x1 rb safety shield broke off. The following information was provided by the initial reporter: "safety part came off" "two instances where the safety part came off and this last time employee was stuck because the safety guard came off." Material #: 305837 batch#: 2046337, 2077251, 2091800. I have attached information on the product I received for this adverse event complaint. I would like to request a ra# and the return address, so I can return the product for evaluation and credit. For the freight charges, would you be able to email me a label or let us know your shipping account number? The address here is (B)(6). If you have any questions please let me know. (B)(6). Item#305837. Lot#2046337,2077251, 2091800.

Manufacturer narrative:
Investigation summary: 300 unused samples were received with the customer's complaint of safety shields breaking off. Since the affected sample was not received, a random sampling of needles were selected and 50 needles were tested to see if the safety shield could be removed during normal use situations. No issues were found. The root cause of this issue cannot be determined and without the affected sample the complaint cannot be verified. There were no notifications identified during the DHR review that may have contributed to the safety shield breaking off. All inspections were complete and acceptable.

Event description:
Samples received.